Event description:
Bed entrapment. In 2003 at approx 1:15 am a pt was entrapped in a pt bed with death resulting. The bed is a fully electric 80" solo bed. The bed has an 80" hill rom mattress model #p560 on it.